Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels up to 288 (mg/dl). A pump correction bolus was administered to address bg level. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion site and consult with their health care provider to discuss diabetes management.